Manufacturer narrative:
The complaint of an external break is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is jagged and irregular with a granular veneer. The break line is perpendicular with the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. The catheter was rec'd in two sections. The complete break in the tubing is 0.2 inches distal to the cuff. The break site is jagged irregular and has a granular veneer. The break line is perpendicular to the axis of the tubing; however, the exact mechanism of damage cannot be determined. Mating the two broken ends together exhibits a close match. It appears as stated in the notes in this file this break may have occurred during removal.

Event description:
Catheter placed in 2003, in 2004, the alarm went on the dialysis machine due to an air leak in the sys. Leak found in the venous extension leg. The catheter was removed in 2 pieces as this was easier.